Event description:
The account generated elevated architect ipth results on a patient that repeated in normal range. No specific patient information was provided. No impact to patient management was reported. Data provided: patient 4 = ID (B)(6). Test date (B)(6) 2012. Architect ipth of 122.0 pg/ml.

Manufacturer narrative:
To investigate the customer issue, the investigation team reviewed complaint reports received to date to determine if others have experienced the same issue. This review found several complaints related to the issue when using the same reagent lot in question. To further investigate the issue, the investigation team performed testing using reagent lot 00211h000. Three architect instruments were calibrated, and a single replicate of abbott controls (designated for validity) was tested. Using the accepted calibration curve, six replicates of each control level were run across the three instruments using the routine mode. This testing met acceptance criteria, all control values were within range. In addition, the investigation team reviewed data relevant to the performance of the assay. The data consist of a correlation study and historical tracking of the assay. The correlation study compared the performance characteristics of six intact parathyroid hormone (pth) assays, beckman coulter access, abbott architect i2000sr, siemens advia centaur, roche modular e170, siemens immulite 2000, and diasorin liaison. The results indicate that while the architect ipth assay showed a (B)(6) bias, it correlated well against the roche module e170. Four other assays were also evaluated against the e170 and all correlated well. Please note that when comparing different methods, it is important to keep in mind the standardization process used to develop the assay. A review of release testing which included the trending of human serum/plasma panels, tested as part of product release testing, demonstrate the assay has not shifted over this period of time. Based on the investigation conducted, it is determined that the architect intact pth assay is performing as intended. No deficiency was identified.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete. Evaluation in progress.